Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog #42502606802, persona cr cemented femoral component, lot #62603553 - manufactured by zimmer ltd, (B)(4). Device history records were reviewed and no deviations or anomalies were found. It was reported that operative notes indicate excellent stability in extension and 90 degrees of flexion, but now the surgeon states there is some 6mm of laxity in mid flexion. A product history search revealed no additional complaints against the related part and lot combinations. At worst case, the persona femoral design allows less than 2mm of addition joint space compared to the nexgen cr-flex femoral during flexion. A user who is familiar with the nexgen system may notice that the persona cr system provides additional joint space during flexion compared to nexgen. The persona cr femoral component has a different j-curve design compared to the nexgen cr component in order to be used with an ultra congruent articular surface. It was determined that this design change has minimal effect on knee stability and that the persona system has similar constraint to the nexgen system. A definitive root cause for the instability cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing mild knee flexion instability. During the primary surgery, it was noted that the knee was slightly loose in flexion with a 10mm articular surface, and a 13mm surface was ultimately implanted.

Manufacturer narrative:
A review of the primary operative report indicated that the patient had advanced medial compartment disease and a large lateral femoral chondral osteophyte. A distal resection of 2mm beyond the standard resection was required, which went into the cartilage of the inter-condylar notch. An additional 2mm resection was also required on the tibia in order to achieve better bone structure on the medial side and corrected the varus alignment. After the cement had cured, the surgeon was happy with the flexion, extension, balance, and range of the knee. A (B)(6) 2014 office visit revealed good position of implants and no evidence for fracture or dislocation. An (B)(6) 2014 post-operative visit reported 0 to 105 range of motion with some "clicking" in mid-range. The surgeon had a slight concern at that time. During a (B)(6) 2015 office visit stated that there was a trace of effusion with a 1-120 degree range, excellent stability in flexion and extension, but some dome definite laxity in mid flexion. The zimmer package insert states dislocation and/or joint instability as a potential adverse effect of the surgical procedure. Review of the device history records did not find any deviations or anomalies. Rehabilitation protocol and adherence thereto is unknown. Patient activity information is unknown. A definitive root cause cannot be determined with the information provided.